Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 525 mg/dl and ketone level was high. Customer went to the emergency room (ER). Intravenous fluids and insulin injections were administered to address bg. After 6 hours, bg lowered to 254 mg/dl and customer left ER exhausted, but in good condition. Customer reverted to manual injections for insulin therapy. To test the cartridge, customer disconnected infusion set tubing from the cartridge pigtail and delivered a bolus of insulin. No insulin was observed exiting the pigtail. Reportedly, customer did not remove air from the cartridge during the loading process. Tandem technical support assisted the customer with loading a new cartridge and reportedly, customer resumed pump therapy.